Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020. The revision is due to an abnormal ossification (osteoma) under humerus that would likely have caused the dislocation. ø36/+3 humeral cup was removed and replaced by ø36/+9 humeral cup. Other component parts of the prothesis have not been changed. Primary surgery occurred (B)(6) 2019.